Manufacturer narrative:
H3: other text : product is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 274 mg/dl and 109 mg/dl.